Event description:
An investigation is under way at a top hosp today after a pt was given a massive overdose of radiation up to 17 times during treatment. A pt was given the overdoses at the hosp, where she was treated for a brain tumor. The hosp has blamed human error for the overdoses. The effects of the overdoses are not yet known, but the parents of the ptsaid dr had warned that the extra radiation could prove fatal. Staff at the hosp were said to be extremely distraught over the case. It is understood the girl was given the overdose at each radiation session - a total of 17 times. The medical dir said: "initial meetings have taken place with the girl and her family. "We will do everthing in our power to support both them and their daughter in the challenges ahead." The pt began radiation therapy, after four blocks of chemotherapy at hosp staff told her the tumor had gone. She was said to be celebrating her recovery when consultant came to her home to tell her about the error. The teenager has developed large sores on her scalp and ear, and is permanently hot and has to take cold showers to cool herself down. Her father, said: "doctors say at best she could land in a wheelchair or be paralyzed, but at worst this could be fatal." The father hit out at the hosp staff, saying" "if they can do this to my daughter, they can do this to anyone." A cancer expert said that it would be about three months before the damage to body could be assessed. An investigation is now under way. A spokeswoman said in a statement; "immeidately upon discovering that the pt had been given the radiation overdose an internal investigation was launched and the health dept notified. "It has been established that no equipment failure was involved." Initial findings indicate that the overdose was the result of human error and no other pt treatments were compromised. "The health department will now conduct their own full inquiry with the full support and co-operation of staff." The head of the cancer info dept, said radiotherapy is commonly used for brain tumors because it can target areas of the brain that would be impossible to reach surgically. A radiographer would be responsible for working out a particular dose, she said. Although she stressed it was impossible to comment on the case of the pt without case notes said any error was most likely to occur during this planning stage: "it sounds like it happened at the planning stage when they calculate what the dose is." She explained side effects after radiotherapy include hair loss, long term tiredness, irritation of the skin and nausea- an overdose of radiation would lead to more severe side effects in the long term and to possible brain damage if tissues were harmed by the rays. Dr said the effects would emerge over time depending on the dose and which area of the brain was targeted. "It is a bit of a waiting game because some of the side effects will develop overtime. Potentially it could be fatal. It depends on which area of the brain the radiotherapy targeted."